Manufacturer narrative:
Device manufactured between april 24, 2019 to april 25, 2019. Three (3) devices were received for evaluation. During visual inspection, the fill port connector was observed to have thread damage. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were observed to have fill port connector thread damage. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.